Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1003, indicating that the voltage was too low for the projected remaining capacity. Technical services (ts) performed a data analysis and confirmed that the device was depleting prematurely. Ts advised device replacement or evaluating the device battery in ninety days as it was in the beginning stages of premature battery depletion (pbd). The device remains in use. No adverse patient effects were reported.